Event description:
Customer reported to beckman coulter, inc. (Bec) on (B)(6) 2011 that the unicel dxc 800 synchron system was generating "10 psi air pressure high" errors. Customer reported that water appeared to be leaking near the 10 psi air pressure regulator. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leaking of the analyzer was from the bottom of the 10 psi regulator. The fse replaced the regulator and performed pressure adjustments per established procedures.

Manufacturer narrative:
This is one of two reports related to two events that occurred on two different days. This MDR is related to MDR#2050012-2011-05922. (B)(4).